Manufacturer narrative:
Cont'd from d.11: (2)bd 10ml syringes ref 306546, lot 8353732, exp 2021-12-31 0.9% nacl injection; bd 5ml syringe ref 306424, lot 824254n, exp 2020-08-31 heparin lock flush solution; bd posiflush sf saline flush syringe 10ml ref 306553, lot 9011582, exp 2021-12-31 0.9% nacl injection; bd vacutainer ref 364902 lot 8311653, exp 2021-10-31; (2)bd vacutainers ref 364902, lot 8304769, exp 2021-10-31; bard infusion set ref 0652034, lot asdps0021, exp 2022-07-28; ICU medical spiros ref ch2000-c, lot 4006041, exp 2024-03-01; (2) dukal alcohol prep pad ref 861, lot jt19618, exp 06/23; bard site scrub. The customer¿s report that the maxplus valve piston got stuck down and splattered fluid when valve piston returned to its position was not confirmed. Visual and microscopic inspection of the valve entry of the new, associate set observed no microchannels or deformities along the interior wall. Functional testing with connection and disconnection of syringes did not result in stick down of the valve in an activated state. The rest of the new components received that were mated to the valve's entry were also connected; there were no observations of the piston remaining down or having any obvious issues when the components were slowly disconnected. The root cause was not identified. The suspect maxplus valve model mp1000-c was not returned for investigation.

Event description:
It was reported that while placing an IV, the center valve was stuck in the open position, and blood leaked out of the needleless connector. An empty syringe had to be placed on the needleless connector to stop the flow. Once the syringe was removed, the valve returned to it's normal position and splattered blood on the nurse's hands as well as on the patient. No additional information is available.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while placing an IV, the center valve was stuck in the open position, and blood was flowing out of the needleless connector. An empty syringe had to be placed on the needleless connector to stop the flow. Once the syringe was removed, the valve returned to it's normal position and splattered blood on the nurse's hands as well as on the patient.